Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6).

Event description:
It was reported the monitor indicated an alarm speaker failure. Audio was not confirmed. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
A philips authorized service provider (asp) went onsite to evaluate the device in question. The asp confirmed sound was audible despite a "speaker failure" alarm message present. The customer was provided a replacement speaker per current process. The device has returned to working specification clearing the alarm message that was present. No further investigation or action is warranted at this time. Updated information finds the record to be non-reportable a speaker malf inop was reported as a visual message. The presence of a visual inop indicating that the speaker has malfunctioned when audio is confirmed to be operational, and sound is provided is not likely to lead to harm as alarms continue to be annunciated.

Event description:
It was reported the monitor indicated an alarm speaker failure. Audio was confirmed. The device was in use on patient at time of event, there was no adverse event reported.